Event description:
(B)(6) female undergoing laparoscopic hysterectomy and left oophorectomy on (B)(6) 2011. An autosonic 5 mm ultra shear device was utilized in the case. After closure of the pt it was noted that the lower tip of the device had broken off. Search of the immediate surroundings did not locate the tip. An kub performed revealed a 6 mm x 1 mm triangular shaped device in the pelvis to the right of the midline. The pt was taken back to surgery for removal of the device. The pt was discharged on (B)(6) 2011.